Event description:
The event was reported via FDA medwatch: the customer alleges that the double lumen connector fell apart while patient was intubated and anesthetized. No report of a patient injury or harm. The intended procedure was a right video assisted thoracoscopic surgery with a talc pleurodesis and pleural biopsy.

Manufacturer narrative:
The device sample was received by the manufacture, but the investigation is incomplete at the time of this report. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required.